Event description:
Tandem insulin pump malfunctioned resulting in severe diabetic ketoacidosis and two separate hospitalizations, from (B)(6) 2024 and again from (B)(6) 2024. There are many tests in the hospital records.